Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.47v and the daily measurement was 2.88v. During preliminary analysis, the battery telemetered value measured 2.74 volts. Calculations based on implant parameters indicate that the device had not met its 99.9% longevity. Analysis of the battery cell indicated that it was not depleted, however it was found to have internal resistance exceeding the specification limits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that, although the device was not at eri (elective replacement indicator), the battery was at 2.47v in the office. The device was later explanted and replaced. No patient complications were reported as a result of this event.